Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had bent cannulas with their infusion sets. It had occurred 4-5 times. The customer¿s blood glucose level during the incident was over 500 mg/dl. They did not mention any form of treatment. Troubleshooting was performed for the bent cannula. The customer stated they had already changed the infusion set. Both the insulin pump and infusion set will not be returned for analysis.